Event description:
A customer reported that their pump declared an altitude alarm 21. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer support instructed the customer to gently clean the speaker holes and reconnect the cartridge, which led to the resumption of insulin delivery without recurrence of the alarm. The support team provided tips for preventing future altitude alarms, and the customer acknowledged these instructions.